Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the care giver (cg) of the error's meaning. The tsr had the cg check the set up and found no signs of a leak and nothing wrong with the set up. The hp would stop therapy until she talks with the peritoneal dialysis nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the cg on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, there were no disconnections. The cg stated that the supplies were discarded and the lot number was not known as the cg believed she got the cassette from the clinic. The cg stated when the hc was alarming there was a noise like the sucking through a straw as there was still solution in one of the bags. The cg stated the hp did a manual exchange the following morning when the cg contacted the pd rn. The hp resumed therapy on the cycler the following night without problems. No patient injury or medical intervention was reported.